Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.248 from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Review of the provided image is consistent with the reported complaint. The blade of the harmonic ace instrument had broke off.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a part of the tip of harmonic ace instrument fell into the patient. When the instrument was taken out, the tip was separated. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was used for 3 minutes prior to the breakage. The surgeon was using the instrument to dissect tissue and noticed issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. All fragment(s) were retrieved during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident. The customer is unable to release patient demographic information for this event.